Event description:
It was reported while using bd phaseal¿ protector p55 the stopper dislodged into the vial. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that the product did not penetrate the rubber stopper of the vial and fell into the vial along with the rubber stopper. The product was placed in the assembly fixture and an attempt was made to attach it to the vial, but it did not penetrate the rubber stopper. When the assembly fixture handle was pushed up, the vial's rubber stopper fell into the vial. The drug was paclitaxel. The hospital will notify the manufacturer of the drug if there was no defect with the protector. The vial is returned with the protector.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. After inspecting the product, the tip of the spike was observed to be bent, preventing the protector from penetrating the vial stopper, resulting in the stopper being pushed in as reported. A device history review was performed for the reported lot 2302126, no deviations or non-conformances were identified, however, a quality notification was noted related to damaged tips. Impacted product had been discarded and the issues were corrected within the assembly machine. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on our quality teams investigation, it was determined the damage occurred during the assembly process when the piece is moved between machines. Manufacturing personnel have been notified of this incident to increase awareness. A project has been initiated to reduce any reoccurrence of this issue. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported while using bd phaseal¿ protector p55 the stopper dislodged into the vial. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that the product did not penetrate the rubber stopper of the vial and fell into the vial along with the rubber stopper. The product was placed in the assembly fixture and an attempt was made to attach it to the vial, but it did not penetrate the rubber stopper. When the assembly fixture handle was pushed up, the vial's rubber stopper fell into the vial. The drug was paclitaxel. The hospital will notify the manufacturer of the drug if there was no defect with the protector. The vial is returned with the protector.